Manufacturer narrative:
Received for evaluation was an opened soft-vu catheter. A visual review of the soft-vu catheter noted that the tip was fractured. The customer's reported complaint description of soft-vu tip fracture is confirmed. Although the tip of the returned device is fractured completely, the break did not occur until after being withdrawn from the patient. A root cause for this reported complaint description cannot be determined. A review of the lot history records was performed fro the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat". During the manufacturing process, the device goes through several aql inspections before packaging. A review of the angiodynamic complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #: (B)(4).

Event description:
As reported (B)(6) 2015 a (B)(6), female patient presented for an angiographic procedure. When the catheter was removed from the patient it was noted the tip of the catheter was cracked, but remained intact. No piece of the catheter had remained inside of the patient. There was no harm or injury to the patient due to the event. The reported disposable device has been returned to the manufacturer for evaluation.